Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of "(B)(4)". The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
As initially reported by a non-healthcare professional reported on behalf of the consumer stated that the lens was folded, and the lenses were torn in both eyes. This caused redness, swelling, and itching. The consumer reported that some fragments were removed from the eye, while others remained in the eye, and some were torn while being handled. Upon follow-up information received the consumer reported that to lenses inside the eyes resulted in severe irritation, and pain as well as blurred vision. Throughout this period, the consumer's eyes remained irritated, blurry, and often foggy. The consumer noted that not all of the broken fragments were expelled; some were removed with considerable effort, while others appeared on the cheeks later, dry and wrinkled. Some fragments were never found. The consumer also reported that the problem persisted with another pack of lenses, with the side effects worsening over time. Upon discontinuing the use of the lenses, the consumer noticed a significant deterioration in vision, particularly in low light conditions, as well as during the day. Medical intervention was not reported. The current status of the consumer¿s eyes were symptoms continuing at the time of this report. No additional information has been requested.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint.no complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.